Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other xience v device referenced is filed under separate medwatch report.

Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, de novo, proximal right coronary artery (rca) while advancing the 2.5 x 18 mm xience v stent delivery system (sds) the device could not cross the lesion and the shaft became separated. The sds was removed from the anatomy without issue and a 2.75 x 18 mm xience v sds was used but failed to cross the lesion and the shaft became separated. A 2.75 x 23 mm xience v sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the mildly tortuous, heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.